Manufacturer narrative:
(B)(4).

Event description:
It was reported the personal therapy manager (ptm) was not uploading information. The refill date was not accurate, incorrectly showing (B)(6). The ptm was reset later that day and it worked fine.